Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dead transmitter battery occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed due to yielding 0 volts. A review of the share logs was performed and low transmitter battery was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. In addition, a failed transmitter error was found in connection to the reported allegation. The reported event of a dead transmitter battery is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.